Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. No collection or centrifugation data was supplied. System check data info was not supplied by the customer. The customer stated quality control (qc) was within spec prior to and following the event. H6: customer product line support (cpls) lab tested the pt sample and confirmed circulating heterophile antibodies causing interference with the estradiol result. Heterophile interference is the root cause of the erroneous results. Product labeling: the access estradiol results should be interpreted in light of the total clinical presentation of the pt, including symptoms, clinical history, data from add'l tests and other appropriate info. For assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer reported indeterminate (ind) flags and zero estradiol results for one pt involving access 2 immunoassay system. The results were discordant to an unk alternate methodology. The erroneous results were not reported out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt sample for further analysis.